Event description:
It was reported to boston scientific corporation that during preparation to place a polaris loop ureteral stent, when the device was unpacked, it was noticed that the loops were cut. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly 'fine.' Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
Analysis of the returned polaris loop ureteral stent revealed that the loops on the bladder end of the device were torn. The suture was not present. The tear on the loops of the stent is consistent with those caused by the suture when it is being pulled. Additionally, the defect was identified outside the patient during preparation for the procedure. Therefore, handling damage contributed to this event.

Event description:
It was reported to boston scientific corporation that during preparation to place a polaris loop ureteral stent, when the device was unpacked, it was noticed that the loops were cut. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly 'fine.' Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.